Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Patient reported "implant is leaking (implant rupture)". Later patient reported "could feel and still can feel several small nodules". Later healthcare professional reported the affected side was the right side and patient confirmed. This record is for the left side. Therefore, this record is no longer reportable to the FDA and will be unreported.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture.

Event description:
Patient reported "implant is leaking (implant rupture)". Later patient reported "could feel and still can feel several small nodules". This record is for the left side. Device remains implanted.